Event description:
The complainant stated that the right foot siderail has broken off the bed. There were no injuries.

Manufacturer narrative:
The accounts biomed replaced the right foot siderail to repair the bed.